Event description:
Neuro drill ref. No. 5407-fa2-000 began smoking and became hot to the touch when the surgeon attempted to remove bone flap for craniotomy of brain tumor resection. Cord and drill bit removed from the field and from any flammable items. Cord was removed for further inspection. Stryker representative was contacted.